Event description:
Prk ou (B)(6) 2017. On (B)(6) 2017, 5 days p/o prk ou - va is still blurry, va bcl 20/25 20/30 sterile infiltrates ou (B)(6) 2017 1 wk p/o prk ou va's glare is improving but not 100%. No pain or discomfort, trouble focusing on computer. On (B)(6) 2017 pf every hour. Zymaxid- qid. Recheck 2 days. On (B)(6) 2017 polytrim and zymaxid- qid pf every 2 hours x 2 days recheck monday vasc 20/40 od, 20/30 os. Ref MFR# 3003288808-2017-01232.